Event description:
The manufacturer received information alleging a ventilator was sounding an oxygen alarm. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module proportion valve gasket was improperly seated. The device's oxygen blending module needs replaced to address the issue.